Event description:
The patient experienced lack of therapeutic efficacy and return of symptoms toward the end of the battery life of the implantable pump. The patient was required to come in early for refills. The pump was replaced.

Manufacturer narrative:
.